Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The patient had a very large coronary sinus (cs) and scoliosis making transseptal intracardiac echocardiography (ice) visualization and access difficult. The device kept falling into the cs during transseptal puncture, and the physician had to rewire the superior vena cava (svc) a few times prior to finally being able to the dilator tenting on the septum. Once the physician was satisfied with the position, radio frequency (rf) was applied to gain left atrium (la) access however difficulty was noted getting the wire into the la. The rf wire kept curling up on itself in the la. The dilator and sheath were advanced across. The physician then began to pull the dilator and wire back and at this point, the patient's pressure began to drop. A pericardial effusion/cardiac tamponade was noted where the physician continued to monitor both ice and fluoroscopy for cardiac movement. The physician requested to tap the patient and place a drain. During this process, cardiac movement became stagnant, and chest compressions were performed. The faradrive sheath was still across the septum. The physician called for CT surgery before pulling the faradrive sheath back across to the right atrium. However, CT surgery was not performed. The physician believed that a small hole was created elsewhere causing the pericardial effusion/cardiac tamponade. The procedure was cancelled due to the complications. The patient was expected to fully recover from the event. The faradrive sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac tamponade occurred. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The patient had a very large coronary sinus (cs) and scoliosis making transseptal intracardiac echocardiography (ice) visualization and access difficult. The device kept falling into the cs during transseptal puncture, and the physician had to rewire the superior vena cava (svc) a few times prior to finally being able to the dilator tenting on the septum. Once the physician was satisfied with the position, radio frequency (rf) was applied to gain left atrium (la) access however difficulty was noted getting the wire into the la. The rf wire kept curling up on itself in the la. The dilator and sheath were advanced across. The physician then began to pull the dilator and wire back and at this point, the patient's pressure began to drop. A pericardial effusion/cardiac tamponade was noted where the physician continued to monitor both ice and fluoroscopy for cardiac movement. The physician requested to tap the patient and place a drain. During this process, cardiac movement became stagnant (cardiac arrest), and chest compressions were performed. The faradrive sheath was still across the septum. The physician called for CT surgery before pulling the faradrive sheath back across to the right atrium. However, CT surgery was not performed. The physician believed that a small hole was created elsewhere causing the pericardial effusion/cardiac tamponade. The procedure was cancelled due to the complications. The patient was expected to fully recover from the event. The faradrive sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that cardiac tamponade, cardiac perforation, hypotension, and cardiac arrest are known inherent risks of use of this device. "Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications." Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of cardiac tamponade, cardiac perforation, hypotension, and cardiac arrest are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac tamponade, cardiac perforation, hypotension, and cardiac arrest are known inherent risk of the faradrive device. Cardiac perforation is considered within the risk threshold for cardiac trauma. Cardiac trauma, cardiac tamponade, cardiac arrest, and hypotension are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.